Event description:
The manufacturer received information alleging a ventilator was alarming and the user inhaled particles from the ventilator and particle in tubing/chamber. The user also alleges the device does not blow properly. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 21, 2025 and section h11 should be reported as: the manufacturer received information alleging a ventilator was alarming and the user inhaled particles from the ventilator and particle in tubing/chamber. The user also alleges the device does not blow properly. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed no foreign particles were observed in the outlet filter. The vent was bench tested which showed the clock setting and internal and detachable batteries build dates failed testing specs. The clock setting and build dates were expected as the ventilator had taken a while to arrive to the manufacturer's product investigation laboratory and be investigated. Additionally, the pprox pressure steps failed testing specs. The vent was taken apart. No contamination was observed in the flow path. No thermal damage was observed inside or outside of the ventilator.